Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8400bc bone cutter broke. This occurred on (B)(6) 2022 during a sub-acromial decompression of the shoulder when the shaft of the device broke in half. The patient had good bone quality, and the broken fragment was retrieved. The case was completed using another bone cutter. There was no patient effect reported.